Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message "replace sensor" when scanning the adc freestyle libre 2 sensor and the sensor alarm did not trigger when glucose was low. On (B)(6) 2021, the customer became hypoglycemic and lost consciousness however, the customer regained consciences and was able to self-treat. There was no report of an hcp contact or third-party intervention for the reported issue. No further information was reported. There was no report of death or permanent injury associated with this event.